Event description:
Reporter alleged blood glucose measured 308 mg/dl at 6:11 pm back to back with a result of hi at 6:16 pm however when using a different vial of test strips the result was 91 mg/dl at 6:21 pm. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.